Event description:
Pt was revised due to a periprosthetic fracture and loose humeral stem. Surgeon reported metal debris located in the joint; suspected that it came from elbow plate.

Manufacturer narrative:
Returned devices are currently undergoing engineering eval.